Event description:
It was reported that there were low sensing values on the right atrial (ra) and right ventricular (rv) leads. The ra lead was explanted and not replaced, and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead: 2002 (B)(6). (B)(4).